Event description:
The patient was admitted to the hospital for iron poisoning from a medicine called ferro-grad (an iron supplement). A sample was drawn from the patient and recovered an iron (fe) result of 350 ug/dl at the customer's lab. The patient was subjected to a gastric lavage and to a therapy with desferal (an iron chelating agent). The following morning, samples were drawn and tested for iron. The initial results obtained on the lx20 did not correlate with the repeat results. No treatment was initiated or withheld based on the morning fe results.